Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: the force sensor was found to be reading low force. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 03/11/2013 with the following findings: the force sensor was found to be reading low force. The force sensor resistance was found to be high. Contamination was observed on the force sensor assembly. During evaluation the pump was able to rewind, load and prime successfully. Unrelated to the event the display was found to be faded and discolored.